Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the intellanav stable point open-irrigated catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The catheter's instructions for use state "adverse events which may be associated with catheterization and ablation include:... Tamponade.". We were informed of this event by a non-boston scientific medical device manufacturer. We also received correspondence from the FDA providing us with the reference number mw5145390.

Event description:
It was reported that following an ablation procedure to treat atrial flutter (af) using a intellanav stablepoint open-irrigated catheter the patient experienced cardiac tamponade. The procedure was completed successfully, however, in the recovery room the patient became hypotensive. Pericardiocentesis was performed and the patient was then admitted to the hospital. The location of the incident, the date of the event, or information about the patient's ongoing status were not provided. The ultimate cause of the tamponade was not determined. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.